Event description:
Pt called to report that they had a corneal ulcer after two days of wear. Pt stated that they developed the ulcer after sleeping in the advance contact lenses. Pt stated that they were told by their doctor that they could wear the product overnight. Pt stated that they would call back and abruptly terminated phone call. No further information available.